Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986a, lot# n067032, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was originally meant to give pain coverage for the arms. The patient met with a manufacturer representative 2 years prior to the report and was told that they would need new leads for different pain coverage. The patient lost coverage in one of their arms 2 years ago. The patient still felt stimulation, but was not getting the coverage that they needed. The ins was indicated for complex reg pain syndrome type I. Additional information received from the healthcare professional (hcp) reported that the patient had previously reported decreased effectiveness of their dorsal column stimulation and had a recent severe surge in pain. The patient had been to the emergency department and had received pain medication. Additional information was received from the patient on 2018-jun-12. It was reported that there were coverage issues, there were issues with one or some of the connections, and the implantable neurostimulator (ins) was not working so well. In the end, the patient met with the neurosurgeon and the patient stated that they were discussing revising her current ins and implanting an additional one. The doctor wanted a manufacturer representative (rep) to check the stimulator system. There were no further complications reported or anticipated.